Manufacturer narrative:
The investigation determined lower than expected quality control results were obtained from a non vitros biorad quality control fluid on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Following service actions performed by an ortho field engineer, the instrument was within performance expectations. There was no indication that any of the vitros micro tip reagents contributed to the event.

Event description:
A customer observed lower than expected quality control results for multiple vitros micro tip products obtained from a non vitros biorad control fluid when using a vitros 5600 integrated system. Two replicates of a non vitros biorad control fluid met potential health and safety criteria. Vitros iga results of 77 and 70mg/dl versus the expected result of 110 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho clinical diagnostics (ortho) was not made aware of any erroneous vitros micro tip product patient results obtained or reported from the laboratory, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. (B)(4).